Manufacturer narrative:
Inspected one opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base(see attachment). Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was 160 mg/dl. Customer stated that inserted a new sensor prior to the needle break. Customer also stated that needle was not came off. The sensor will be returned for analysis.